Event description:
During device preparation, the device was interrogated and noise was observed. The event was resolved by replacing the device. No patient was involved.

Manufacturer narrative:
The reported event of incorrect measurements was not confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis of device indicated that device was within normal range of operation. Further analysis performed showed normal device characteristics, pacing rate was in normal range. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.